Event description:
It was reported the customer had a battery out limit alarm on their insulin pump. Customer had inserted different batteries, but the alarm persisted. Customer also stated they were unable to clear the alarm because their keypad was unresponsive. It was also found the numbers on the customer's keypad would ramp up on their own. The customer's blood glucose was 221 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be verified due to the keypad anomaly. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.